Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es auxiliary tower presented a couple of incidents recently; where the patient has not been found in the pyxis so that medications can be profile dispensed and one where a medication order did not cross over to the patient's profile (common medication, used all the time). Another case where a patient was being admitted from the ER and their ER account disappeared immediately prior to them actually leaving the department and no longer appears selectable at any pyxis. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 26-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patients had not been found in the device, so that medications can be profile dispensed. A technical support specialist remote into the server, advised the customer on each visit and walked through the updating area for the device. The system functioned as intended after the technical support specialist assessed the device.